Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the dr implanted a left implant in a right knee. The knee was cemented and the dr elected to leave it in.